Event description:
Consumer called with report of dosing problems due to the markings on the syringes. (Scale marks appear to be off). Needed the assistance of medical technicians when pt's glucose levels fell and pt was unconscious.